Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva leaked at the y connector. The following information was provided by the initial reporter: blood is coming out on the pink plastic y connector. Nurse had to remove needle and restick the patient. In response to your questions, there was no visible damage on the pink plastic connector. No injury to the patient . Nurse just have to re insert a new IV catheter and patient was not happy that he gets to be stick with a needle again .